Manufacturer narrative:
H.6. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. Based on the DHR reviewed there were no abnormality during production run. A review of past year syringe process and there was no change in material used in syringe. The team had engaged r&d on color change in top web graphic complaint. Toxicology test was performed and meet the acceptance criteria. The affected batch 9023923 passed the biological indicator sterility test result (bi) acceptance criteria before release. Hence, root cause could not be determined. H3 other text : see section h.10.

Event description:
It was reported that the ink on packaging was discolored with a bd syringe 5ml ll. This occurred on 13 separate occasions prior to use. The following information was provided by the initial reporter: ink discolored -red.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the ink on packaging was discolored with a bd syringe 5ml ll. This occurred on 13 separate occasions prior to use. The following information was provided by the initial reporter: ink discolored red.